Event description:
Customer reported she was not exercising and had low blood glucose. Customer stated she went low because she did not set the pattern to accommodate this. Customer's blood glucose was not sure of the exact blood glucose values but it was around 35 mg/dl. Customer declined troubleshooting blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.